Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient does not know if the wire is loose because the ins site, and all around it, is hot, swollen, and very painful. Patient said this started about 6 months ago. Patient stated she thinks her device is still working because she is peeing okay, but she is starting to lose some control of her bladder. No further complications were reported.